Event description:
Patient was implanted in 2005. She developed infection and abscess and it was found that the mesh was "tangled up" in her bowel. She had a bowel resection and mesh explantation. Patient reported that after more then a year since her explant surgery, she is doing well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been or is expected to be returned. No conclusion can be drawn at this time. We will submit a follow up report when/if additional information becomes available.